Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the venous pressure sensor was reading outside of specification standards. The failure occurred during maintenance. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-04-24. The fst confirmed that there was no physical damage to the hls cable, and that the contamination was within the sensor panel. The sensor panel was replaced. According to the fst, the defective sensor panel was retained by the customer. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stops could be confirmed on the date of event. According to the fst, the most probable root cause was corrosions within the female sensor panel connector, as the values would jump back and forth. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. According to the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-04-08 for the period of y2017-02-28 to 2024-04-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-02-28. Based on the results the reported failure ¿venous pressure sensor was reading outside of specification, sensor panel contaminated" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the venous pressure sensor was reading outside of specification standards. The failure occurred during maintenance. No harm to any person has been reported. Complaint ID # (B)(4).